Manufacturer narrative:
Philips has investigated this complaint. The remote service engineer called and confirmed with the customer that the device cannot emit x-ray. The customer tried to press handswitch and footswitch, both cannot emit x-ray. Customer tried to restart the system but could not restart. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was functional. Fse confirmed that the reported issue could not reproduce. Fse also confirmed that device was operating per specifications and no failure was identified. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the device was unable to produce x-rays. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.